Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced. The pt's blood glucose results were 121, 225, 331 mg/dl. Tests were done within 10 minutes with a difference of 55%. Pt did not experience any adverse events. No further information has been reported.